Event description:
Device malfunction: mislocation. Symptoms/ae: incomplete lesion coverage. Time of symptoms/ae: during the procedure. It was reported that during a revascularization in the left internal carotid artery of a 90% stenotic lesion. After deploying the stent, it was noticed that the stent did not completely cover the target lesion. A second stent was implanted with 1.5 cm of stent overlap. Though requested, no add'l info was available.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. Study event; the device remains in the patient. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant info.